Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate therapy. The stored egm showed ventricular noise. The lead was explanted. Damage was seen on the lead, and lead to can abrasion was suspected. The patient was doing well after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.